Event description:
It was reported the swivel mechanism of the epiq cvx ultrasound system¿s control panel did not lock properly while transporting the unit within the user facility. There was no patient or user harm as a result of the issue. The service engineer verified the reported issue. Information to replace the solenoid was provided to the customer to addressed their immediate concerns. Philips has started an investigation, and upon completion, a follow up report will be submitted.